Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer' insulin pump screen went blank. The customer changed the battery multiple times and the screen went blank and did not turn back on. The customer's blood glucose was 276 mg/dl, which was treated with manual injection. During troubleshooting, replacing the battery and cleaning the battery cap contacts did not resolve the issue. No damage or moisture exposure had occurred. There was no apparent corrosion. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.